Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v989274, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Final analysis of the tined lead with ((B)(4)) revealed all conductors are broken 23 cm from the proximal end.

Event description:
It was reported that patient no longer felt stimulation and was scheduled for replacement on the day of this report because they thought it was depleted but discovered lead was broken in two. However, prior to the procedure fluoroscopy was done and they determined the lead wire was cut /split in half just approximately 1 cm above the tined portion. Thus, they explanted the lead and all lead components and plan to send back for analysis. An entire new system was placed including implantable neurostimulator (ins). Clinician wanted to know what amount of force or pressure for lead to break like that. Patient was unaware of incident in association with cutting lead such as fall, trauma. The patient was asked when they noticed loss of therapy or stopped getting therapy but didn't know . No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.